Manufacturer narrative:
Results: the returned lantern was kinked at approximately 125.0 cm and 126.0 from the hub. The device was ovalized from approximately 132.0 cm to 134.0 cm from the hub. The total length of the returned lantern was measured within specification. Conclusions: evaluation of the returned lantern revealed an ovalization near its distal tip. If the lantern is forcefully gripped or pinched during the procedure, damage such as an ovalization may occur. This ovalization may likely contributed to the guidewire became stuck inside the lantern. During the functional testing, a demonstration guidewire was inserted into the returned lantern and the guidewire could not be advanced through the ovalization near the distal tip of the lantern. Further evaluation revealed kinks on the lantern. These kinks were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the varicocele vein using lantern delivery microcatheter (lantern). During the procedure, while advancing a non-penumbra guide wire through the lantern, the guidewire became stuck and would not advance out of the microcatheter or to be taken out. Subsequently, the distal tip of the lantern became stretched and, therefore, it was removed. The procedure was completed using a new lantern and the same guidewire. There was no report of an adverse effect to the patient.